Event description:
The customer reported that they have a system hang, as data waves were not updating and prior data was represented. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.